Manufacturer narrative:
During the requested site visit, the abbott field service representative (fsr) performed troubleshooting which included replacement and cleaning multiple parts which resolved the issue. A review of the instrument service history was performed, and no additional erratic results pre or post the current complaint were identified. A review of the c8000 system tracking and trending data revealed no systemic issues or adverse trends associated with the erratic result issue described in this complaint a review of labeling found the architect systems operations manual addresses requirements for troubleshooting of discrepant sample results, including dirty cuvettes, debris accumulating on the reaction carousel around the cuvettes, damaged cuvettes, dirty dry tips or misaligned probes & pipettors. Based on the investigation no product deficiency was identified for the architect c8000, serial number (B)(6).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased calcium results on architect c8000 processing module for one patient. On (B)(6) 2020 sid (B)(4) initial calcium=2.86 mmol/l/ repeated=1.07 mmol/l/repeated=2.43 mmol/l laboratory reference range for calcium=2.10 to 2.60 mmol/l there was no reported impact to patient management.